Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm.it was reported that the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump act button did not response, due to corroded keypad trace. No button error alarm noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.